Event description:
Information received indicates the brake caster is not locking at the foot end of the bed.

Manufacturer narrative:
The technician found the foot end brake casters was broken. He replaced the caster to repair the bed.